Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and (B)(6) 2006 and an obturator sling was implanted. It was not clarified regarding which date the device was implanted on. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative:transobturator tvt tape placement was done in (B)(6) 2006. It was reported on (B)(6) 2011 due to recurrent urinary tract infection's, stress urinary incontinence, and pain, the patient underwent a "sling operation", autologous pubovaginal sling and urethrolysis. No additional information provided at this time. (B)(4).

Manufacturer narrative:
It was reported that the patient experienced pelvic pain, painful intercourse, infections and bladder spasms. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted. See also medwatch 2210968-2012-06821 and 2210968-2012-06824. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent sling implantation concurrent with open laparoscopy with bilateral salpingo-oophorectomy to treat stress urinary incontinence and pelvic organ prolapse. The patient underwent partial mesh removal on (B)(6) 2010 due to exposure with bleeding, dyspareunia and bladder spasms. (B)(4).